Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. As per clinical, the root cause of the low pump flow issue was not determined since neither product nor logs were returned and sufficient clinical information was not provided. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella rp device for mechanical circulatory support. The impella flows dropped from 4.0 to 3.5 l/m at p9 and purge fluid dropped to 6.0. The medical staff suspected of an issue with the pump so they opted for removal and bridge to protecduo, but ended up just placing a second rp instead. No patient harm was reported.